Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including pressure testing and clear passage under water testing. There were no issues observed during functional testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp y-type catheter extension set was observed to be ¿split.¿ the IV tubing of a pediatric patient was found ¿split off straight across on tubing side of cap.¿ the line/cap change done and reconnected to continuous infusions.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.